Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient details.

Event description:
It was reported that 19 months post implantation of two stents for treatment of a 100 % stenosis of 220 mm length in the proximal 1/3 of the sfa, one of the stents was found to be fractured. An additional target vessel revascularisation was performed. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the images provided (4 and 6 months post stent placement), the reported stent fracture could not be confirmed. One of the images shows a deformation (torsion) of the stent, however, this was determined to be not permanent on the basis of the evaluation of all images. The stent was found to be in good condition and no stent fracture could be identified. No images of the reported stent fracture 19 months post implantation were provided. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An irregular stent placement may lead or contribute to subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- and/or post- dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement. Reportedly, pre- and post dilation was performed. On the basis of the information available and the evaluation of the images provided, a definite root cause for the reported event could not be identified. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Furthermore, the IFU mentions that stent fracture is a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." Also the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended.

Event description:
It was reported that 19 months post implantation of two overlapping stents for treatment of a 100 % stenosis of 220 mm length in the proximal 1/3 of the sfa, one of the stents was found to be fractured. Reportedly, no difficulty occured during the placement of the stents and pre- and post-dilation was performed. An additional target vessel revascularisation was performed for patient treatment. There was no reported patient injury.